Event description:
It is reported that while wocn nurse was treating a (B)(6) year old female patient for a peristomal wound to left of stoma under wafer's mass, the nurse noticed redness which did not fade upon removal of wafer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) It is reported that the wocn (wound care nurse) has treated wound with aquacel and duoderm signal. At second visit, a slight redness was evident, but there was signs of satellite lesions. The nurse recommended applying antifungal powder to the affected site, and to return within a month for a follow-up visit. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.